Manufacturer narrative:
Initial reporter: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump under delivered fluorouracil (5fu). The pump read "run, 2.2ml/hr, 98.8cc given, 1.2cc residual volume". The original volume was 100cc, but the nurse noticed that the bag was not empty. It was discovered that only 55cc of the 100cc volume had infused. No occlusions were found in the tubing. There was no patient injury.